Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was alerting. The patient indicating receiving a new continuous positive airway pressure (CPAP) machine, which contained magnets, and it was suspected that the magnets were triggering the alert. The device remains in use. No patient complications have been reported as a result of this event.